Event description:
The customer reported the system displayed poor image quality. The image was black. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep monitored the system with a debug monitor. No error appeared. He checked the system tracking per filter, 63, 73, and 80 and checked resolution 1.8, 2.5, and 3.2. He manipulated the images with a keyboard and c-arm, then had the customer confirm images were desired. The system operates as intended.